Event description:
On (B)(6) 2014, kci received article, rencuzogullari, a., retention of vacuum-assisted closure device sponge leading to perianal abcess fistula. International wound journal (2014), that reported that one (1) patient had retained foam, alleged to be v.a.c. Dressing, left in his wound. The patient was placed on v.a.c. Therapy for a period of three (3) weeks. The patient presented to the hospital four (4) months later with a concomitant fever and where a fistula orifice was identified. Upon examination, foreign bodies, alleged to be v.a.c. Dressing, were removed from the orifice. The patient recovered and was discharged with no further complications. No additional information is available.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. There have been several attempts made to gather additional information, but there ahs been no response.